Manufacturer narrative:
This report is submitted on april 20, 2022.

Event description:
Per the clinic, the patient experienced skin damage around the abutment site. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022 in order to remove the abutment.